Manufacturer narrative:
(B)(4).the device history review for the product weckvista access balloon port 10mmx70mm, lot number 73g1400382 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon of the trocar perforated after 10 ml of normal saline was injected. The membrane jumped after pressure was exercised on it when the trocar was opened. There were no clinical consequences.